Manufacturer narrative:
Additional information: a1: patient identifier, d9, h3, h6, h10. H10: the device was received for evaluation. A visual inspection was performed with the naked eye and magnification with no issues noted. The detent (notch) and lead in were present on the twist clamp. Functional testing including leak, clear passage, clamp function, and torque engagement testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was ¿very stiff¿ and ¿not able to open and close¿. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.